Event description:
It was reported that a half day infusor experienced a leak after being filled with an unspecified amount of an unknown drug. This issue was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.